Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. Visual and functional evaluation noted the reload was pre fired. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the pre fire condition with interlock engagement may occur if the instrument firing button had been partially compressed and released. In this situation, the safety interlock feature will engage and prevent the loading unit from firing a second time. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a bypass of gastroenterostomy. On the second firing, the status indicator lights were green but the surgeon was unable to fire the powered handle. To complete the procedure, another device was used. No patient injury or extension in surgical time. Patient status is no problem.